Event description:
It was reported to boston scientific corporation that an exalt model d single use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) performed on an unknown date. During the procedure, water ingress into the distal end the scope was observed. Subsequently, the image became blurry and the device was removed from the patient. The physician switched to another exalt model scope to complete the procedure. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Block h6: imdrf device code a090208 captures the reportable event of poor quality image block h9 (correction/removal reporting #) on (B)(6) 2023, boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, and boston scientific has implemented corrective changes for replacement exalt model d scopes.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Block h6: imdrf device code a090208 captures the reportable event of poor quality image block h9 (correction/removal reporting #): on october 3, 2023, boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes. Block h11: block h6 (evaluation conclusion code) was corrected based on updated product investigation performed on december 08, 2023.

Event description:
It was reported to boston scientific corporation that an exalt model d single use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) performed on an unknown date. During the procedure, water ingress into the distal end the scope was observed. Subsequently, the image became blurry and the device was removed from the patient. The physician switched to another exalt model scope to complete the procedure. There were no reported patient complications as a result of this event.